Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) blood had infiltrated into the unit by iab catheter rupture.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) blood had infiltrated into the unit by iab catheter rupture.

Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6). Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Symptom verification: blood intrusion inside the pim confirmed. Repairs postponed. Returned without repair.